Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was reading 39 mg/dl compared to the finger stick reading of 139 mg/dl. The patient became concerned so she ambulance was called and when they arrived, they performed a finger stick reading that was at 50 mg/dl. The patient was transported to the hospital where she was given a sandwich, chips and a drink. After treatment was made, the patient's finger stick reading was 80 mg/dl. At the time of contact, the patient was feeling better. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.